Event description:
A malfunction alarm occurred, but there was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump.